Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump is priming during the load step. The patient has a blood glucose(bg) of 500 mg/dl with small ketones, increased urination and thirst. The patient received no unusual treatment, and has discontinued pump use. This complaint is being reported because the load step malfunction was not resolved and the patient experienced hyperglycemia.